Event description:
During hemodiafiltration, the patient experienced profuse sweating and dyspnea 10 minutes into the treatment. Substitution was immediately stopped. The patient was administered low-flow oxygen and intravenous dexamethasone sodium phosphate injection 10mg, to relieve dyspnea.